Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contact reported to fresenius technical service on (B)(6)2022 that there was a hole in the heater bag and fluid was leaking. The patient contact confirmed they had 2 bags on the heater tray. Additionally, the liberty select cycler is alarming with multiple solution temperature too high alarms during fill 2 of 5. The patient's treatment was also longer than usual sometimes, and the patient reported to sometimes receive a draining slowly message. Upon follow up, the pdrn stated that the patient initially thought that the reported fluid leak was from the heater bag, however, the patient discovered a tear in the cassette in the morning after treatment was complete. The pdrn also stated there were possible holes in the heater bag. The lot number of the heater bag was unknown. The cause of the leak was unknown. The patient completed treatment on the cycler on the day of the reported event. Per the pdrn, fluid came in contact with the cycler, however the cycler has not been replaced. The pdrn stated that the patient was prescribed prophylactic antibiotics. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Cultures were taken, however no growth was reported after 48 hours. Additionally, the pdrn confirmed the reported slow drain issues were caused by the patient¿s positional sleeping. The pdrn confirmed there were no issues with the products used for treatment. The pdrn confirmed the patient¿s catheter is in good condition. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has completed their pd treatment during the reported event. The cassette is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient contact reported to fresenius technical service on 04/25/2022 that there was a hole in the heater bag and fluid was leaking. The patient contact confirmed they had 2 bags on the heater tray. Additionally, the liberty select cycler is alarming with multiple solution temperature too high alarms during fill 2 of 5. The patient's treatment was also longer than usual sometimes, and the patient reported to sometimes receive a draining slowly message. Upon follow up, the pdrn stated that the patient initially thought that the reported fluid leak was from the heater bag, however, the patient discovered a tear in the cassette in the morning after treatment was complete. The pdrn also stated there were possible holes in the heater bag. The lot number of the heater bag was unknown. The cause of the leak was unknown. The patient completed treatment on the cycler on the day of the reported event. Per the pdrn, fluid came in contact with the cycler, however the cycler has not been replaced. The pdrn stated that the patient was prescribed prophylactic antibiotics. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Cultures were taken, however no growth was reported after 48 hours. Additionally, the pdrn confirmed the reported slow drain issues were caused by the patient¿s positional sleeping. The pdrn confirmed there were no issues with the products used for treatment. The pdrn confirmed the patient¿s catheter is in good condition. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has completed their pd treatment during the reported event. The cassette is available for return to the manufacturer for physical evaluation.